Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' was confirmed during functional test and per archive data review. The root cause is due to the pca processor board. During visual inspection, there was no physical damage observed on the returned autopulse platform system. Functional test could not be performed due to autopulse platform system displayed ua136 (invalid parameters block) system error upon powering up the device, thus confirming the reported complaint. The root cause is due to the pca processor board; however, this part is no longer available. The customer recommended to scrap the autopulse platform. Due to no part availability, the autopulse platform will not be serviced and will be returned back to the customer with the platform labeled as "not for clinical use". The autopulse platform system is a reusable device and it was manufactured on 01/04/2011 which is more than 8 years old and it has exceed its service life of 5 years. Therefore, this type of damage found during functional test is characteristic of normal wear and tear for the life of the device. Per review of the archive data, multiples faults of ua136 error messages were found on (B)(6) 2019, rather than the reported event date of (B)(6) 2019, thus confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during morning check out, the autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR'. No patient involvement.